Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergic reaction nos"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), tooth disorder ("other injuries/symptoms: dental problems"), migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, vaginal infection, hormone level abnormal, tooth disorder, migraine, headache and weight increased had resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2012 & (B)(6) 2013. Plaintiff received treatment for : pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia, bladder problems, urinary problems, vaginal infection, hormonal changes, dental problems, migraine, headaches, weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: patient demography added. Previously added "injury" was replaced with "pelvic pain". New events " dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergic reaction nos, bladder/urinary problems: bladder problems ,urinary problems, vaginal infection, other injuries/symptoms: hormonal changes, dental problems, migraine, headaches, weight gain" were added. Essure confirmation test was not performed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn't undergo essure confirmation test". The patient's medical history included grand multiparity. Essure confirmation test-approx. 1-2 weeks after result-everything is normal and in place. In (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("urinary problems"), tooth disorder ("other injuries/symptoms: dental problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches"), hypersensitivity ("rash/skin condition/allergic reaction nos") and arthralgia ("leg joint pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, allergy to metals, bladder disorder, urinary tract disorder, vaginal infection, hormone level abnormal, tooth disorder, migraine, headache, weight increased, vaginal haemorrhage, hypersensitivity and arthralgia had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date:- (B)(6) 2012 & (B)(6) 2013. Plaintiff received treatment for : pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia, bladder problems, urinary problems, vaginal infection, hormonal changes, dental problems, migraine, headaches, weight gain insertion details- left-four coils and right-2 coils were visible quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs+mr received: new events abnormal bleeding (vaginal), nickel allergy, leg joint pain were added. Outcome of hypersensitivity updated to recovered / resolved. New reporter, medical history, height were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.